Event description:
It was reported that the patient's iliac vein was burned due to possible sheathing defect.

Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.